Event description:
Excessive dentistry following domestic violence in 1983 resulted in accumulative undiagnosed health problems. By 1993 an acute onset of symptoms undiagnosed, included dysmenorrhea, excessive bleeding and irregular menstruation; closer together. All diagnoses failed to determine. Followed by diarrhea, constipation, reflux. Short term memory loss, concentration loss, difficulty calculating or making decisions. Dermatology, red corsules on the skin and chest, blisters on feet. Joint pain, weakness all down one side. 20/20 vision with visual disturbances, followed by night blindness. Difficulty holding the head up, e.g., at the movies. Neck pain, jaw pain and difficulty chewing and swallowing and smiling. 2 years later anal carcinoma. High galvanic current following replacement of amalgam fillings so strong pt had to put a rubber band between the teeth. Complete loss of menstruation. Finally rptr researched and discovered all the problems related to dental work that accounted for all their symptoms. Chronic mercury poisoning. Loss of bite. High galvanic current. Focal infection from dying teeth and root canals. Receding gums from the metals. Tooth breakage from around the metals. Sinusitis, began following colds due to a lack of resistance and low immunity. Viral infections, felt immediately in the glands upon exposure. Excessive gas and belching. "I have still no appropriate dental work to repair and remove the toxic metals. I am on disability and the dentists on dental/medical are all toxic offices and do not practice safe protocols for no tolerance to toxic exposure. Fluorescent lighting causes brain fog and ruins the whole day whereby nothing can be done in a logical manner. I have antibiotic resistance. Cannot tolerate any prescription drugs. In need of fresh air, cannot manage in a toxic environment, industrial or pollution, they cause chronic fatigue. I am unable to stay awake during a heavy rush hour. The high galvanic current overloaded one day with another tooth breakage surrounding a gold crown. The currents ran through the neural system to my brain, and major organs, this resulted in blood in urine and a weakening and lowered ability to function. The latest dental evidence showed a large seeping hole in the gum next to the metallic tooth. It then went into the glands. The dr also noted that I have nasal polyps. The dentist thinks there may be cancer in the mouth. I feel this is a death sentence I've had for 17 years. I am still waiting for a resource to address non toxic dentistry and biocompatible materials on disability and medical.